Manufacturer narrative:
Date of death: approximated as exact date of death is unknown, but was possibly around that date.

Event description:
It was reported that a death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) single curve was positioned in the laa and a 33 mm watchman laa closure device & delivery system (wds) was advanced. After deployment of the closure device, the release criteria were assessed; as all criteria were met, the device was released. Following release, the device embolized to the left atrium which was visualized via transesophageal echocardiogram (tee). Approximately 10 minutes later, the device landed in the mitral valve annulus, but did not enter the left ventricle. A retrieval sheath was placed into the left atrium to attempt retrieval, but the device became trapped in the mitral valve. The patient's pressure dropped temporarily and medication was administered. The patient stabilized. No injury to the mitral valve was noted. The patient went for emergent surgery to have the device removed. After surgery, the patient was in the cardiac ICU on a ventilator. On an unknown date, extracorporeal oxygenation (ECMO) was also utilized. Eventually the patient was taken off of ECMO and their health status started to decline. A few deep vein thrombi developed for which anti-coagulants were administered and patients health started to steadily improve a little bit. However, it was noted that the patient was very fragile and did not tolerate the surgery well. On an unknown date the patient expired due to complications from the retrieval surgery. Patient was still in ICU at time of death. The exact cause of death is unknown.